Event description:
The customer reported that the sys intermittently displayed an x-ray disabled error. This error will prevent the sys from performing fluoroscopy. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on-site investigation. The generator driver board, video control board, filament driver board and real time operating sys were replaced. The sys was then found to be operating as intended.